Manufacturer narrative:
Update 11-dec-2023: the cuff was completely replaced. Root cause was not determined.

Event description:
The cuffs failed the functional test (leak) repeatedly.

Manufacturer narrative:
Investigation is ongoing.